Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus issue; the stylus was misaligned with the cursor on the programmer display screen. The programmer was not returned with a stylus. The connection between the printed circuit board (pcb) and the overlay was re-seated and a stylus was added and calibrated. Analysis also noted that the power cord was broken, the handle cover was cracked, and the rear display cover was damaged. All broken and defective parts were replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with the stylus. The programmer was returned for service. No patient complications have been reported as a result of this event.